Manufacturer narrative:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac arrest that resulted in death. It was reported that the patient passed away during an isvt case. The patient was in ventricular tachycardia (vt) off and on frequently. The patient was unable to be kept out of ventricular tachycardia once they started ablating. Ablation was stopped when it was noticed by intracardiac echocardiography (ice) that the patient's heart was not pumping. The medical intervention provided was cardiopulmonary resuscitation (CPR) and medication. They called to try to get an impella device in but it took too long and was too late. A balloon pump was inside the patient's heart from the start. The patient had very severe coronary artery disease and the physician's opinion on the cause of the adverse event was that it was related to the patient¿s condition. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation and the evaluation has been completed. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and force sensor error (106) was observed due to an open circuit in the tip area, no other issues or anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue observed was not related to the adverse event reported. The potential cause of the open circuits causing the force issue could not be conclusively determined. The physician's opinion on the cause of this adverse event is that the root cause was the patient's condition, severe coronary disease that led to persistent ventricular tachycardia. There was no fault of any biosense webster products. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. No device malfunction was reported by the customer therefore, the observed failures could be related to the manipulation of the device after procedure however, this cannot be conclusively determined. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Note: the full UDI has now been provided under field d4. Primary UDI number. Explanation of codes: investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force sensor error. Investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the reported patient adverse event. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an ischemic ventricular tachycardia (isvt) ablation procedure with a qdot micro¿ catheter and the patient experienced cardiac arrest that resulted in death. It was reported that the patient passed away during an isvt case. The patient was in ventricular tachycardia (vt) off and on frequently. The patient was unable to be kept out of ventricular tachycardia once they started ablating. Ablation was stopped when it was noticed by intracardiac echocardiography (ice) that the patient's heart was not pumping. The medical intervention provided was cardiopulmonary resuscitation (CPR) and medication. They called to try to get an impella device in but it took too long and was too late. A balloon pump was inside the patient's heart from the start. The patient had very severe coronary artery disease and the physician's opinion on the cause of the adverse event was that it was related to the patient¿s condition. The patient had significant coronary artery disease including bypass grafts and more than 20 stents. Most recently, patient had a left main intervention 3 days prior to the ablation procedure. The patient condition was very poor. Patient came to lab intubated and on multiple pressors including levophed, lidocaine and amiodorone. Patient was having short-coupled premature ventricular contractions (pvc) that would put him into vt or vf requiring cardioversions prior to and during procedure. Physicians placed a balloon pump before proceeding with mapping. A map of the left ventricle (lv) with the optrell catheter was done and it showed an anterior wall location for the pvc¿s local activation time (lat) origin and severe scar in the bipolar sinus map. Then, it was attempted to ablate this area. The patient would go into vt throughout the ablations and after several lesions we were no longer able to convert him out of vt. Chest compressions were initiated and multiple drugs were given. Patient still could not be converted out of vt. The impella and ECMO teams were called in but the patient was dnr prior to coming to lab and after physician discussed with family they asked for life saving measures to be withheld. Activated clotting time (act) were around 350 throughout case.

Manufacturer narrative:
On 2-jul-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. (B)(4).